Event description:
As it was reported by medical affairs via email: the daughter of a cypher stent consumer called for medical information and also reported adverse events. After presenting with chest pain,the patient had 2 cypher stents implanted (B)(6) 2007, one in the lad and one in the rca. On (B)(6) 2010 she experienced chest pain again and was admitted to the ICU overnight. A cardiac catheterization was performed which showed that "the stent was closed." The cardiologist also stated that he only saw one stent and not two. The artery in which the stent was closed was stated to be "front main of the heart." Patient was treated with another stent implant. On (B)(6) 2010, the patient again was experiencing chest pain. Treatment was nitroglycerin with relief, but chest pain recurred and is ongoing. No additional information was available.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2010 alleging inaccurate readings on the one touch ultra 2 meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information: the patient was unable/unwilling to verify when the alleged inaccurate high readings began; however, mentioned that she did not do anything differently with her diabetes regimen. The patient obtained the following results: "(B)(6)", a 254 mg/dl and on "(B)(6)" 292 mg/dl. Based on the information it looks like the readings that were provided were taken in (B)(6) 2010. At 2:00pm on (B)(6) 2010 the patient felt shaky and ate more food/drink. It is unknown whether the patient tested her blood glucose at the time of exhibiting symptoms, or what her readings were prior to the event. The patient did not seek any further medical attention or contact her physician for assistance. A quality control test was done and the test strips passed using the control solution. Products were replaced. The complaint is being reported since the patient alleged that she developed symptoms suggestive of hypoglycemia; however, her meter was allegedly displaying high readings.